Event description:
Additional information was received from the patient¿s treating neurologist indicating that the patient had sleep apnea prior to vns; exact diagnosis date was not provided. The physician also indicated that the vns most likely exacerbated the condition. It is unknown if the apnea is occurring with stimulation, and no device diagnostics or programming history was provided. The patient is being treated with CPAP (continuous positive airway pressure) and the apnea is well controlled. No programming or medication changes, prior to the onset of the sleep apnea, were reported.

Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient has obstructive sleep apnea. The patient previously had a generator revision surgery in (B)(6) 2010 due to clinical end of service. The explanted generator was returned and product analysis has been completed. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Attempts for additional information regarding the apnea, and its relationship to vns have been unsuccessful to date.